Event description:
Additional information was received indicating that increased capture threshold was also observed on the left ventricular (lv) lead. A lead revision procedure was performed and a perforation of the right ventricular septum was confirmed. The patient had experienced myocardial infarction's in the past that caused scaring and fibrosis which resulting in thinning of the septum. The lv lead was explanted and replaced to resolve the event. No further intervention was anticipated.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported events were noise resulting in oversensing, high capture threshold and cardiac perforation. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be fully extended and retracted. The full helix extension length measured within specification. All tip stiffness values tested within specification. The reported event of noise and high capture threshold were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.